Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was produced by the device due to a faulty cable unit. The reported problem of a "blurry" image was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image produced was "blurry" and the device was returned to olympus for repair. The problem, as reported to olympus, was identified after a laparoscopic surgery procedure. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that no image was produced due to a faulty cable. This report is submitted due to the finding of no image produced due to a faulty cable.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.